Manufacturer narrative:
This product is not currently being manufactured. It was originally manufactured/registered by facility (B)(4) which is no longer a registered facility. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to maquet by the FDA via their voluntary medwatch program report mw5070416 that the patient reported during surgical complications the tigerpaw system ii was inserted in the heart. The patient states that he was not made aware he would be receiving this device. Since insertion the patient has began coughing up blood clots, seen numerous doctors, and hospitalized seven times. It was noted during a pet scan that the device is causing a small aortic tear however the patient has been advised that it cannot be removed because removal may cause death.